Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive data review. The root cause of the ua07 was due to the failed load cell modules. The failed load cells were likely attributed to mishandling, such as a drop. A review of the archive data showed multiple ua07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the customer complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed failed both load cell modules. The load cell modules were replaced to remedy the ua07 error. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.